Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the location of the patient's infection was at the driveline site. The infection was diagnosed in (B)(6) 2015 and is being chronically treated with antibiotics. The patient is currently doing well with no further issues reported.

Manufacturer narrative:
(B)(4). Approximate age of device: 83 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced an (B)(6) infection in the "outflow tract". Unspecified changes to the patient's medication were made. No further information was provided.